Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, tubing had multiple leaks due to abrasion of tubes rubbing against each other. The device was removed/replaced. Device is expected to be returned. Device was sent back.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record (B)(4). According to the available information this inflatable device was implanted on (B)(6) 2014 and was removed/replaced on (B)(6) 2020 due to leakage due to abrasion. Additional information received from the key account manager indicated: ¿tubing had multiple leaks due to abrasion of tubes rubbing against eachother.¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the longer length pump exhaust tubing, reservoir inlet tubing, and exhaust tubing of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump, reservoir, or cylinder 2. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the exhaust tubing of cylinder 1 at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.